Event description:
It was reported to philips the device would not power down via the touchscreen. This event was reported to have occurred outside of clinical use, after patient treatment was complete. The customer spoke with a philips remote service engineer (rse). The customer confirmed the power supply voltage are within specification. The battery voltage is 10.3 volts. The rse advised the battery should be charged for 24 hours. The rse advised the power switch overlay and/or the user interface (ui) printed circuit board assembly (pcba) may need to be replaced. The customer has a power switch overlay on backorder. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/30/2022, 10/11/2022 and 10/18/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.